Event description:
In late 2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a whole blood result of 0.27 ng/ml. The sample is repeated (unknown if same or different sample) an I-stat cardiac troponin I cartridge yielded a plasma result of 0.01 ng/ml. The sample (unknown if same or different sample) tested using a laboratory system yielded a result of 0.02 ng/ml. No additional information was available from the customer at this time.